Event description:
Per provider the armpads and grips are worn down. Dealer alleges that due to inability to get replacement the customer has developed sores on his underarms and calluses on his hands.